Manufacturer narrative:
H.6. Investigation summary: a sample was not received for the purpose of our investigation. The investigators were unable to observe the reported failure mode without a sample for review sample provided. The device history report for lot number 7184698 was reviewed, no related abnormalities were found. Material number 394601 for lot 7184698 was manufactured on 07/30/2017. According to the sampling plan applied for product performance, this lot was accepted and released. The root cause could not be determined at this time. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported air bubbles / air in line issues; however no sample was available for evaluation which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested and no incidents with air bubbles / air in line have been reported. Reviewing our pfmea¿s, there are proper controls in place to detect product malfunctions. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that ¿air leaked¿ from a bd connecta¿ multiflo¿ 3-way multiple infusion manifold during hemodialysis. There was no report of exposure, injury or medical intervention.